Manufacturer narrative:
Device not returned to manufacturer for investigation.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the micro reciprocating saw was able to run on it's own. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.